Manufacturer narrative:
(B)(4). The covidien customer support engineer (cse) inspected the device and could not duplicate the reported malfunction. No parts were replaced. The unit passed extended self-testing.

Event description:
Covidien received information stating that due to a ventilator malfunction, a patient was placed on a second ventilator. The patient was not harmed or injured as a result of the event.